Manufacturer narrative:
(B)(4). Unit powered up properly after battery installation and was downloaded. No blank display anomalies were noted. However, unit alarmed pump error 35 followed by a critical pump error due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit failed leak test. Unit leaked at a cracked on the back of the case. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture; the customer went swimming and the device would no longer turn on. The patient¿s blood glucose at the time of incident was 134 mg/dl. Troubleshooting was initiated for the exposure to moisture. The customer stated that the device received a sudden vibration and blank display immediately after the exposure to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional¿s instruction. The insulin pump was returned for analysis.